Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded without recording the lot number. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Patient labs: .8 creatinine on (B)(6) 2025 increased to 2.5 on (B)(6) 2025. Hgb is down 4gms between (B)(6) 2025. It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient may have experienced a stroke and experienced hemolysis. During the procedure the guidewire became difficult to move in the catheter due to a deformation in the guidewire lumen and was exchanged for another catheter. Ultimately 118 ablations were performed across the pulmonary veins and cavotricuspid isthmus (cti), the cti ablations were performed with the second catheter and are considered off label for the farawave catheter. They received 1600ml of fluid during the procedure and another 1500 to 2000ml after the procedure. The hemolysis was identified after the procedure and the patient was kept overnight at the facility for the fluid administration and was discharged the following day. The patient reported to the ER the day after their discharge reporting a stroke. The physician later reported that the patient had no neurological findings and that the stroke symptoms may have been "behavioral" and their renal function was improving, although the patient was also experiencing a gi bleed. The defective catheter has been received for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded without recording the lot number. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient may have experienced a stroke and experienced hemolysis. During the procedure the guidewire became difficult to move in the catheter due to a deformation in the guidewire lumen and was exchanged for another catheter. Ultimately 118 ablations were performed across the pulmonary veins and cavotricuspid isthmus (cti), the cti ablations were performed with the second catheter and are considered off label for the farawave catheter. They received 1600ml of fluid during the procedure and another 1500 to 2000ml after the procedure. The hemolysis was identified after the procedure and the patient was kept overnight at the facility for the fluid administration and was discharged the following day. The patient reported to the ER the day after their discharge reporting a stroke. The physician later reported that the patient had no neurological findings and that the stroke symptoms may have been "behavioral" and their renal function was improving, although the patient was also experiencing a gi bleed. This catheter has not been received for analysis. It was further reported that the patient's renal function has fully recovered and it was confirmed that no stroke occurred in the patient.